Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported behavior, as several communication errors were observed during the threshold tests performed on 30 march 2023, leading to the failure of a pacing threshold test. - in-depth analysis revealed that the observed communication errors resulted from a loss of telemetry during the threshold tests. Telemetry errors can result from several factors, including an incorrect positioning of the telemetry head, external disturbances, or crosstalk with a nearby telemetry head. - based on available data, the exact root-cause of the telemetry errors could not be determined with certainty.

Event description:
Reportedly, during a patient follow-up, several communication occurred while trying to perform threshold tests.